Manufacturer narrative:
The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a scratched display and that the sensor was not working. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.